Event description:
Complainant alleged that during a routine shift check of the device by a clinician, the screen displayed a "defib fault 72" message, when the 30 joule defibrillator test was performed. The compainant indicated that there was no patient involvement in the reported malfunction.